Manufacturer narrative:
The supplier returned solenoid driver board and verified the reported failure. They replaced defective q5, c80 and it passed all of the testing. The senior repair technician then installed the solenoid driver board into cs300 and tested to factory specifications per the cs300 service manual. The board passed testing. They scrapped and retaining board in nrc as per procedure.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down, the iabp was swapped to continue therapy. It is unknown if there was any patient harm/ injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down, the iabp was swapped to continue therapy. It is unknown if there was any patient harm/ injury; however there was no adverse event reported.

Manufacturer narrative:
The suspected faulty solenoid driver board was sent to getinge's national repair center (nrc) for evaluation. However, due to the ongoing impact of coronavirus disease (covid-19) outbreak; it has impacted getinge¿s ability to perform part evaluations necessary to complete the complaint investigations.  As evaluations become available, a supplemental report will be submitted.

Manufacturer narrative:
A senior repair technician (srt) inspected the suspect solenoid driver board visually and no damage was observed.  The srt then installed the solenoid driver board in a cs300 test fixture and tested it to factory specifications per the cs300 service manual. The solenoid driver board failed the test. The iabp did not power up. The srt then sent the solenoid driver board to the supplier for failure analysis per standard operating procedure.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down, the iabp was swapped to continue therapy. It is unknown if there was any patient harm/ injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The iabp returned from customer to workshop. The service territory manager (stm) evaluated the iabp and was able to reproduce the issue. The iabp unit would not switch on. The fault traced to solenoid driver board. The stm replaced solenoid driver board and blood detect tube and tested the iabp for 6 days. The iabp passed all functional and safety tests, and was returned to customer and cleared for clinical use. .(B)(6).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shut down, the iabp was swapped to continue therapy. It is unknown if there was any patient harm/ injury; however there was no adverse event reported.